Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by jeremy m. Gililland, lucas a. Anderson, jill erickson, christopher e. Pelt and christopher l. Peters.

Event description:
Information was received based on review of a journal article titled, "mean 5-year clinical and radiographic outcomes of cementless total hip arthroplasty in patients under the age of 30" which aimed to examine the radiographic and clinical results following total hip arthroplasty in a series of young patients under the age of 30 using magnum and ranawat-burnstein ringloc acetabular components, taperloc femoral components and e1 and arcom tibial bearing components manufactured by biomet; and to investigate diagnoses other than inflammatory arthritis. One patient was identified in the article that underwent hip arthroplasty on an unknown date. Patient follow-up results provided indicate the patient experienced a pulmonary embolism post-operatively. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. J.m. Gililland, et al. "Mean 5-year clinical and radiographic outcomes of cementless total hip arthroplasty in patients under the age of 30." Biomed research international. 2013.

Event description:
One patient was identified in the article that underwent hip arthroplasty on an unknown date. Patient follow-up results provided indicate the patient experienced a pulmonary embolism post-operatively. There has been no further information provided and the patient outcome is unknown.